Event description:
Endovascular repair of ascending aortic aneurysm by transapical approach and periscope technique. Hans krankenberg, ralf bader, seb astian sixt, thilo tu¨ bler, carsten schwencke, dietmar kivelitz, ashrat rad, michael caspary, and thomas zeller (j endovasc ther. 2013;20:13¿17.) An endurant stent graft system 16x10x120 a valiant 46x46x150 and a 46x46x100 were implanted for the emergent endovascular treatment of a 11 cm in diameter ruptured thoracic aortic aneurysm in zone zero. It was reported that after the procedure, the patient presented a left hemispheric cerebral stroke and splenic infarction, both most likely of embolic origin from the attempted retrograde delivery and manipulation of the pigtail catheter inside the thrombotic aneurysm sac. Medication was given and the patient recovered four months later. The patient died suddenly just before the 6-month follow-up CT; an autopsy was not conducted.

Manufacturer narrative:
(B)(4).